Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was discovered that the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the device was explanted.

Manufacturer narrative:
The reported event of early battery depletion was confirmed. Analysis of the device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.